Manufacturer narrative:
A third party service agent performed an initial evaluation of the customer's device, and verified the reported issue. Physio-control continues to investigate the reported issue, and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that device experienced power problems. During the initial device evaluation, a third-party service agent observed that the device would not power on. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
The root cause of the reported issue was determined to be that the cable connecting the user interface pcb assembly and the pp pcb assembly was not connected.however, the device could not be repaired and it was returned unrepaired to the customer per their request.

Event description:
The customer contacted physio control to report that device experienced power problems. During the initial device evaluation, a third-party service agent observed that the device device would not power on. There was no reports of patient use associated with the reported event.